Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model:sc-2317-70, serial:(B)(4), batch: 21126045/22120550. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model:sc-2317-50 serial:(B)(4), batch: 21019323.

Event description:
It was reported that the patient was experiencing pain. It was also noted that the battery migrated. The patient underwent a revision procedure wherein the ipg and leads were relocated.

Event description:
It was reported that the patient was experiencing pain. It was also noted that the battery migrated. The patient underwent a revision procedure wherein the ipg was relocated. Additional information was received that patient experienced loss of stimulation and was doing well postoperatively.